Event description:
The guidewire was advanced post coronary artery stent dilatation after the balloon catheter used had ruptured and became entrapped. The wire was used in an attempt to dislodge and retrieve the balloon from the stent. However, resistance was encountered during this maneuver and continual exertion resulted in the tip of the wire breaking off in the pt. Surgical removal of the guidewire tip and balloon segment was uneventful. The patient's condition is good and has since been discharged. This device has been destroyed by the user facility. Therefore, no failure analysis is available. Since the wire was being used for a non-indicated retrieval attempt co attributes this event to procedural complications and does not attibute it to the device. Co's directions for use state: never advance, withdraw, or rotate (torque) guidewire if resistance is encountered without first determining the cause of the resistance by fluoroscopy...the coronary guidewire is intended to aid in the placement of the ptca catheter or other interventional device used during interventional coronary procedures."